Event description:
It was reported to Minimed that the customer experienced a crack at the keypad. The customer reported no adverse event. The event involved product MMT-1886. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. MMT-1886 was requested and customer responded that the device was returned for analysis.

Manufacturer narrative:
This MDR related to the Puerto Rico manufacturing site has been assigned a MedWatch number from the Medtronic MiniMed Northridge site, per Variance 5.Pump was received with Flashing Medtronic logo. Unable to perform the Displacement Test, Rewind Test, Prime/Seating Test, Basic Occlusion Test, Force Sensor Test, Occlusion Test, Sleep Current Measurement Test, Active Current Measurement Test, Self-Test and unable download file history due to Flashing Medtronic logo. Pump was cut open to perform visual inspection and found no moisture damage on the PCBA1/ PCBA2/battery connector. Swapping out test boards confirms Flashing Medtronic logo anomaly is isolated to PCBA2. The SC1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay.Flashing Medtronic logo is isolated to PCBA2 and cracked keypad buttons confirmed. Select patient Information cannot be provided due to regional privacy regulations. The reported device is not marketed in the United States, but it is a same/similar device to one that is marketed inside the United States. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.